Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 477 mg/dl. The customer treated with bolus. The customer was assisted with troubleshoot and motor error alarms along with no delivery alarms were noted in the device's history. The device passed the displacement test and manual prime. The customer was advised the pump was performing as designed, but due to the presence of several no delivery alarms, the device is being replaced. The customer was advised to discontinue use of the device and that it would need to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.